Manufacturer narrative:
The device history record for 2312-0214 (a151031) has been reviewed, found to be conforming and approved for initial release. There was a reported non-union with the subject device. The implant did not have sufficient fusion, so a revision surgery was scheduled. There was no reported adverse event or patient pain or injury due to the non-union, and the explanted subject device was returned for technical evaluation. Engineering technical evaluation noted the implant has noticeable wear, most likely attributable to implantation and removal of the subject device. No physical defects were found that could contribute to a non-fusion. Based on the investigation, it cannot be concluded that the device was the cause of failed fusion. Likely cause could be surgical technique in regards to endplate preparation, sizing, and placement of device.

Event description:
There was a reported non-union with the subject device. A revision surgery was completed on (B)(6) 2019 to implant a new device.